Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. (B)(4).

Event description:
This complaint is from a literature source. Initially this complaint is assessed as non-serious and MDR not-reportable. It was reported that 1 patient with type 1 diabetes mellitus in the pvi+cafe group underwent radiofrequency ablation for atrial fibrillation and experienced a mild femoral haematoma that did not require any intervention. Additional information was received on (B)(6) 2018. This complaint is re-assessed to MDR reportable as this patient required extra hospitalization, with new awareness date on (B)(6) 2018. A (B)(6). Patient (patient #5, (B)(6)) with type 1 diabetes mellitus in the pvi + cfaes group underwent radiofrequency ablation for atrial fibrillation using smarttouch thermocool ablation catheter (d132705 sn (B)(4)) on (B)(6) 2017 and experienced a mild femoral haematoma that did not require any intervention. The event was possible procedure-related. It did not result in any impairment of a body function or damage to a body structure. Patient required one day extended hospital stay and was fully recovered. Title: ¿diabetes mellitus and atrial remodelling in patients with paroxysmal atrial fibrillation: role of electroanatomical mapping and catheter ablation.¿ the purpose of this study was to compare, in terms of clinical outcome, two strategies of paroxysmal atrial fibrillation (af) ablation in patients with type 1 diabetes mellitus (dm): pulmonary vein isolation (pvi) vs. Pvi + cfaes. Sixty-four (64) patients were enrolled in this study.

Manufacturer narrative:
The device history record (DHR) for the lot number 17558156m has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturing date: 2016/09/14, expiration date: 2017/08/31. Manufacturer's ref. No: (B)(4).